Event description:
The event is reported as: the 780-20 single limb breathing circuit was being used, with the conch neptune, on a trach patient in a long term care facility. The bed rail was closed onto the circuit which then caused the outer casing to melt. The coating over the wires in the circuit did not melt. No patient injury reported. The condition of the patient is reported as fine.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 02l1302300 has been reviewed and no issues or discrepancies were found to relate to this complaint. No nonconformity reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available, at the time of this report, to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date, this complaint will be re-opened.